Event description:
In 2003, I had a craniotomy procedure, resulting from a titanium mesh, that needed to be taken out of my head. Using "norian bone cement. After the third month, I started to notice some indentation in my forhead. After 8 more months, -leaving out detail- I could "hold a pencil" on my forehead. The norian bone paste was "resorbing" into my body, causing me horrific problems. I, due to depression, was on depression medication, along with my family dr saying I needed to get something done fast, to "fix" this "problem." I lost my sense of smell, which has not come back. I could not play with, or around my children, due to getting hit in the head. I eventually had only "skin" with a "hairline" of norian bone cement covering my brain. I was led into emergency surgery to have a plastic surgeon "redo" what was said "by my neurologist" to have "never" had been done! This "norian bone cement " should be taken off the market!!! I have just learned that the market is starting to have problems with this norian bone cement.